Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil in place and 1 side of coil embedded') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. Previously administered products included for birth control: depo shot from 2009 to 2010 and birth control pills from 2005 to 2009. Concomitant products included bupropion, fluticasone propionate;salmeterol xinafoate (advair), labetalol, pantoprazole and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: large rashes in back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation ("malposition of essure device location of device: / migration of essure device location of device:"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain lower ("lower abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), female reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"), nausea ("nausea"), fatigue ("fatigue") and chronic obstructive pulmonary disease ("copd") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, rash, urinary tract disorder, bladder disorder, female reproductive tract disorder, nausea, fatigue, weight increased and chronic obstructive pulmonary disease outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, chronic obstructive pulmonary disease, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, female reproductive tract disorder, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping) and chronic pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2010. Current weight (B)(6). The essure device was then introduced first into the tube on the right side without any difficulty with only one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram on (B)(6) 2019: successful placement. Imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 664660, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received- new event 1 coil in place and 1 side of coil embedded was added. Reporter was added. Event onset date was added. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil in place and 1 side of coil embedded') and device dislocation ('malposition of essure device location of device: / migration of essure device location of device:') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. Previously administered products included for birth control: depo shot from 2009 to 2010 and birth control pills from 2005 to 2009. Concomitant products included bupropion, ethinylestradiol;levonorgestrel (alesse) since 2005 to (B)(6) 2009, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen (midol), labetalol, meloxicam (meloxican), pantoprazole, procaterol hydrochloride (pro-air) and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)\blood loss") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: large rashes in back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain lower ("lower abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes-loss of bladder control"), female reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"), nausea ("nausea"), fatigue ("fatigue"), chronic obstructive pulmonary disease ("copd") and illness ("illness") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, rash, urinary tract disorder, urinary incontinence, female reproductive tract disorder, nausea, fatigue, weight increased, chronic obstructive pulmonary disease and illness outcome was unknown. The reporter considered abdominal pain lower, chronic obstructive pulmonary disease, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, female reproductive tract disorder, illness, menorrhagia, nausea, pelvic pain, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping) and chronic pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2010. Current weight 187 lbs. The essure device was then introduced first into the tube on the right side without any difficulty with only one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: successful placement. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) -bilateral occlusion. Lot number: 664660 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: pfs received: event illness added. Concomitant drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil in place and 1 side of coil embedded') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. Previously administered products included for birth control: depo shot from 2009 to 2010 and birth control pills from 2005 to 2009. Concomitant products included bupropion, fluticasone propionate;salmeterol xinafoate (advair), labetalol, pantoprazole and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: large rashes in back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation ("malposition of essure device location of device: / migration of essure device location of device:"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain lower ("lower abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes-loss of bladder control"), female reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"), nausea ("nausea"), fatigue ("fatigue") and chronic obstructive pulmonary disease ("copd") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, rash, urinary tract disorder, urinary incontinence, female reproductive tract disorder, nausea, fatigue, weight increased and chronic obstructive pulmonary disease outcome was unknown. The reporter considered abdominal pain lower, chronic obstructive pulmonary disease, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, female reproductive tract disorder, menorrhagia, nausea, pelvic pain, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping) and chronic pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2010. Current weight 187 lbs. The essure device was then introduced first into the tube on the right side without any difficulty with only one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: successful placement. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) -bilateral occlusion.. Lot number: 664660 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received : events bladder disorder updated.- loss of bladder control. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.